Event description:
The customer contact reported the device displayed a whitescreen. It was reported that the screen was completely blank with no error message displayed and the customer contact could not recall if there was an audible alarm at the time of the event. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During preventative maintenance testing, at the user facility, a white screen was noted. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.